Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the patient reported that she thought the catheter had a kink and she was not getting the medication. Per the patient, she went to a follow-up appointment and the doctor did a refill even though he told her she had plenty of medication and he increased the dosing. She stated that she was not getting relief from the medication. She also had a bubble of fluid under her skin by where the catheter was anchored and at the same spot where the catheter was there was a tip of something protruding from the incision. It was about the size of a pencil eraser or the tip of a pinky finger. Both the bubble of liquid and the protruding piece were gradually getting bigger. The issue began about a month after implant. She had been e-mailing, calling, and texting the doctor at the clinic, but had not heard back. She did have a doctor¿s appointment with the neurologist scheduled for (B)(6) 2019. No further complications have been reported as a result of this event.